Event description:
The user facility in the united states reported that the unit turns off and on by itself during procedure. There was no patient impact or additional anesthesia needed. The procedure was extended about 0-15 mins.

Manufacturer narrative:
The device history record review is complete with no anomalies noted. The investigation is ongoing.

Manufacturer narrative:
The evaluation results are complete. The reported problem system turning off was not duplicated. However, it does lock up (black screen) on start up at the main screen, and needs to have hard drive re-imaged for lock-up/black screen. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. This investigation is complete.